Manufacturer narrative:
Multiple medical device types: fpa. Multiple common device names: intravascular administration set. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 82593 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® push button blood collection set had a molding defect.